Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number 3006705815-2019-03971, manufacturer report number 3006705815-2019-03972. It was reported that patient experienced ineffective stimulation. Reportedly, troubleshooting was attempted, but to no avail. Surgical intervention might be taken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.